Event description:
According to the office nurse the doctor was removing the port and the "catheter sheared---the pt was transferred to the hospital where the distal portion of the catheter was removed".